Event description:
After bilateral cochlear implantation, the child initially recovered well and was discharged five days post-surgery with a course of pancef (antibiotic) syrup. However, about eight days later, the user began experiencing pain and discharge from the right ear, which was treated with cetraxal drops (antibiotic) and nasal spray. Due to persistent inflammation at the incision site and ineffectiveness of multiple antibiotics, the surgeons in mostar decided the device needs to be explanted. On (B)(6), the surgery took place. However, the surgeon found out that the inflammation was caused by the glue which was used for the wound. The rest of the glue was removed; the wound was cleaned and there was no need to explant the device in the end. Around the implant everything was fine. There are now no more problems.

Manufacturer narrative:
Conclusion: based on the information received, the reported post-auricular site inflammatory reaction appears to be related to contact dermatitis to the surgical glue used during implantation surgery. This reaction may have been further complicated by intermittent episodes of infections through inoculation of bacteria due to the lack of skin integrity. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, therefore the device is unlikely the source of the infection. The symptoms have resolved after glue removal. The device remains implanted.

Event description:
After a bilateral cochlear implantation, the child initially recovered well and was discharged five days post-surgery with a course of pancef (antibiotic) syrup. However, about eight days later, she began experiencing pain and discharge from the right ear, which was treated with cetraxal drops (antibiotic) and a nasal spray. Soon after, swelling appeared behind the left ear, near the surgical wound. A local doctor in (B)(6) initially dismissed it, prescribing duoclav antibiotic syrup, nose drops, and cold compresses. Despite this, the swelling worsened. At the cantonal hospital, the area was opened but no pus was found. Another doctor later opened the area again, found purulent material, and sent it for microbiological analysis, which came back negative for bacteria. Treatment with duoclav and betadine continued. The right ear began leaking again, prompting another round of cetraxal and nasal spray. The swelling behind the left ear persisted. On (B)(6), the child was admitted to the clinic in (B)(6), where the wound was opened under anesthesia, drained, and a drain was inserted. A severe infection was observed, and she received ceftriaxone intravenously for 10 days, followed by pancef and boric acid ear drops. Swabs again showed no bacterial growth. On (B)(6) stitches were removed, but the wound continued to leak. The doctor switched antibiotics to zinnat, which caused allergic reactions. After stopping zinnat, the ears stopped leaking temporarily. On (B)(6), a follow-up visit in (B)(6) showed everything appeared fine, and klavocin was prescribed. However, the next day, the wound began leaking again. The dose of klavocin was increased, and essbesul was added. After a short dry period, the wound began leaking again. Another swab was taken and again came back negative. On (B)(6) 2025 the child was hospitalized again and prescribed vancomycin and meropenem intravenously. After the first dose of vancomycin, she had an allergic reaction, and the treatment was stopped. Doctors in (B)(6) recommended transferring her back to (B)(6). Despite repeated testing, no bacterial infection was confirmed. Due to persistent inflammation at the incision site and ineffectiveness of multiple antibiotics, the surgeons in (B)(6) decided the device needs to be explanted. The explantation is scheduled for (B)(6) 2025. The clinic considers placing an insertion electrode as a placeholder, depending on the parents_ decision.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.